Event description:
It was reported that the patient experienced pain because the cylinders of his inflatable penile prosthesis migrated and crossed over proximally. The patient underwent surgery to replace the device, with the exception of the reservoir which was kept and reused. Only one cylinder was implanted on the right side. There were no further patient complications.